Manufacturer narrative:
The reagent lot number and expiration dates were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for one patient sample between a cobas b 221 6 system and a glucometer. The initial result was 10 mg/dl. The repeated result, tested at the physician's office with a glucometer, was 70 mg/dl.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Based on the provided data, it was found the reagent was past the stated on-board stability at the time of the event.